Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient was experiencing ineffective therapy.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient's bilateral leads had high impedances. Surgical intervention was undertaken wherein the bilateral leads were explanted and replaced.